Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2276287, d4. Medical device expiration date: 31-oct-2027, h4. Device manufacture date: 03-oct-2022. D4. Medical device lot #: 2213872, d4. Medical device expiration date: 31-aug-2027, h4. Device manufacture date: 01-aug-2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle was unable to draw up insulin. The following information was provided by the initial reporter: consumer reported finding 2 syringes with 2 different lot #s will not draw up insulin.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needle was unable to draw up insulin. The following information was provided by the initial reporter: consumer reported finding 2 syringes with 2 different lot #s will not draw up insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-may-2023. H6: investigation summary the customer returned (6) 0.5ml 31g 8mm syringes, reporting difficulty to operate (not drawing). The syringes were visually examined and observed no physical damage. Upon visual examination, a functional flow test was performed, and observed proper flow of fluid on all the samples. Based on the sample received, embecta was not able to confirm the reported failure. A review of the device history record was completed for batch# 2213872 and 2276287. All inspections and challenges were performed per the applicable operations qc specifications. The root cause cannot be determined as the reported failure could not be confirmed.